Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fingerprint authentication was not working, and a witness was required to log in. A technical support specialist dialed into the station, logged into the craefusion (cfn)admin profile, verified the fingerprint reader and driver version, reviewed bio-ID errors, uninstalled the fingerprint device without removing the driver, rebooted the station, and confirmed resolution with the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the fingerprint authentication was not working. Users were unable to log in using fingerprint identification and were required to log in with a witness instead. Fingerprint login functionality was not available at the time of the event. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.